Event description:
It was reported that the patient never had therapeutic effect since implant. The patient hoped for better results. They still had leakage and urgency, and urgently woke up 2 times a night. The patient did not notice any symptom change with the implant. The patient had seen the poor communication screen 2 times. Once was a week after implant and the second time was 4 days ago. The patient synced with their implantable neurostimulator (ins) and saw the poor communication screen. They pressed sync a second time and the patient programmer connected successfully. The patient decreased stimulation successfully and increased back to their normal setting. The patient briefly saw the poor communication, but the programmer successfully changed setting on its own. The patient would be seeing their health care provider (hcp) in the near further and would do in office troubleshooting. The hcp may call the manufacturer representative for their opinion. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0phrc, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).